Manufacturer narrative:
B5: this device captures the additional plunger returned. The additional perclose device with reported issue was captured under a separate medwatch report. D4: the UDI is unknown due to the part/lot number was not provided. Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional plunger was received by abbott with the complaint device. The plunger was evaluated and a suture retrieval was observed. No additional information was provided.